Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Device received for this event is being corrected from unknown atis abutment catalog # unk atis abutment to unknown ankylos cx abutment catalog # unk ankylos cx abutment. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem: 2976. Investigation findings: 3211. The correct codes for this complaint are: medical device problem code: 4075. Investigation findings code: 3253. This is a follow up report to correct this code.

Manufacturer narrative:
Adding unknown cx abutment as concomitant medical products. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional medical device problem code 2976. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown ankylos cx abutment catalog # unk ankylos cx abutment to unknown ankylos cx implant catalog # unk ankylos cx implant. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: investigation findings code: 3253. The correct codes for this complaint are: investigation findings code: 3211 and 3243. This is a follow up report to correct this code.